Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had nine percent battery remaining at the patient's last check and now there is four percent battery remaining. A request was made to technical services (ts) to review device data. Ts recommended to have the patient perform a patient-initiated interrogation (pii). Ts reviewed the data and found the device is depleting faster than expected therefore, device replacement was recommended. At this time, the device remains in service. No adverse patient effects were reported.